Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a defective phm (pumphead module). The device has not been repaired for the reported condition. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During delivery accuracy testing by a baxter service technician, a colleague infusion pump experienced a false air in line alarm. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.